Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event. No additional information was available at the time of this report.